Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported on 18-jan-2021 a "replace sensor" message with the freestyle libre sensor on the first day of wear, and was issued a replacement sensor. On 26-jan-2021, the customer reported that the replacement sensor had yet to be received, and as he had no other method to monitor blood glucose, an ambulance had to be called to his home. No other information is available as customer reported through email and has yet to reply to request for further information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. However, there was a watermark at the base of the tail (indicating that the sensor was applied correctly). All results were within specification. Therefore, this complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported on (B)(6)2021 a "replace sensor" message with the freestyle libre sensor on the first day of wear, and was issued a replacement sensor. On (B)(6)2021, the customer reported that the replacement sensor had yet to be received, and as he had no other method to monitor blood glucose, an ambulance had to be called to his home. No other information is available as customer reported through email and has yet to reply to request for further information. There was no report of death or permanent injury associated with this event.